Event description:
It was reported that four months post two stent placement procedure in the right femoral artery overlapping each other, the stents were allegedly found to be fractured upon inspection resulting in occluded blood flow. Further intervention was performed on the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: g3. H11: d1, d4 (medical device catalog number, medical device lot number). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months post two stent placement procedure in the right femoral artery overlapping each other, the stents were allegedly found to be fractured upon inspection resulting in occluded blood flow. Further intervention was performed on the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. Provided images demonstrate overlapping stents in the sfa. For the stent in distal position a fracture or other deficiency cannot be identified because of poor resolution and because the stent is not visible in its entirety. One image demonstrates treatment with another stent inside the overlappingly placed stents. The investigation leads to inconclusive result for stent fracture. The lesion was pre dilated. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' H10: g3. H11: h6 (method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022). Device not returned.

Event description:
It was reported that four months post two stent placement procedure in the right femoral artery overlapping each other, the stents were allegedly found to be fractured upon inspection resulting in occluded blood flow. Further intervention was performed on the patient. The current status of the patient is unknown.